Event description:
It was reported the leads migrated and the stimulator was turned slightly. The leads were revised and the stimulator was surgically repositioned on (B)(6) 2012.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2012-(B)(6), recharger model 37752, serial #(B)(4), programmer model 37743, serial# (B)(4), extension model 3708220, serial# (B)(4), implanted: 2011-(B)(6), lead model 3487a-45, lot# v641616, implanted: 2011-(B)(6), lead model 3487a-45, lot# v641616, implanted: 2012-(B)(6).